Manufacturer narrative:
The device passed displacement test, rewind, basic occlusion and prime tests. The device was received stuck in motor error alarm loop during bolus and or basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 error alarm in alarm history due to history file was overwritten. No unexpected motion sensor test failure error alarm noted during testing. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call of motor error alarm, and a motor position encoder error alarm on their insulin pump. The customer's blood glucose level at the time was unknown. Troubleshoot was conducted. It was noted that the customer had a pouch that contained a magnet, in which they kept their insulin pump. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.